Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified crease fold, wear abrasion, broken shell and missing shell (approx. 0-25%) device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.